Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented to the emergency room with bradycardia and an episode of syncope, resulting from loss of pacing. Upon attempted interrogation, the pacemaker could not be interrogated. Premature battery depletion was suspected, and the device was explanted and replaced. The patient was stable and asymptomatic after device replacement.